Event description:
The distributor has reported on behalf of the user facility that after the catheter was connected to a pac-1 cable, the monitor displayed the message, "---" and could not zero calibrate. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received and the evaluation and investigation is in process.